Event description:
Spontaneous inbound call from patient stating her tubing broke during her infusion and spilled her hizentra. She used another tubing & dose but is now short both for her next infusion. No missed dose; no adverse event reported. Lot number and expiration date unknown. Unknown if device available for return. No further information. Reported to (B)(6) by: patient/caregiver.